Manufacturer narrative:
D6b: explanted date: device was not explanted. The actual device was not available; therefore, the actual device was not returned for evaluation. The complaint was confirmed for collagen deposition into the artery. The exact root cause cannot be determined. The likely cause was determined to have been improper deployment technique or improper device placement resulting in collagen deposition into the artery. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the collagen slipped into the artery. After treatment of the superficial femoral artery (sfa) via an antegrade approach, hemostasis was attempted with the angio-seal device. After the locator/insertion sheath assembly was inserted, the device was inserted into the artery and the collagen was positioned. The collagen was tamped; however, no hemostasis was observed. The contralateral side was punctured, and angiography revealed that the collagen had slipped into the artery. The collagen was pinched with the biopsy forceps from the contralateral side and delivered to the external iliac artery (eia), and the collagen was pressed against the vessel wall by implanting a bns (bare nitinol stent). Hemostasis of the puncture site where the collagen slipped into the artery was achieved by manual compression for thirty (30) minutes, and hemostasis of the contralateral side was achieved by an exoseal (cordis). The reported event resulted in patient injury or require surgical intervention. The blood loss was less than 250cc's. The procedure before deploying the device was permanent pacemaker implantation (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 french. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel's diameter was 7 mm. No equipment or other devices were used with the angio-seal.